Manufacturer narrative:
Product complaint (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled " metal-on-metal hips: ten-year clinical and radiographic outcomes of the adept metal-on-metal hip resurfacing and modular total hip arthroplasty"" written by fabio mancino, michael a. Finsterwald, christopher w. Jones, gareth h. Prosser and piers j. Yates, published by journal of clinical medicine published on 22 january 2023 was reviewed. The article's purpose was to update the 10-year follow-up survivorship and metal ions levels of a cohort of metal-on-metal (mom) hip resurfacing (hr) and large-diameter-head (ldh) total hip arthroplasty (tha). Of the 24 adept metal on metal hip resurfacing implants and 15 adept modular total hip arthroplasty implants with corail stems, the following adverse events were identified. Adept metal on metal hip resurfacing. 2 femoral neck fractures occurred secondary to fall requiring revision. Xray reviews identified 3 femoral neck notching, 1 with radiolucent lines, 2 heterotopic .ossifications, and 17 with femoral neck thinning. Adept modular total hip arthroplasty with corail stem. 1 stem loosening and armd requiring revision. 1 traumatic periprosthetic fracture. Xray reviews identified 3 with radiolucent lines and 1 alval lesion. Lab results indicated 5 hips involving elevated ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the revision procedure only occurred in symptomatic patients in the series.